Event description:
It was reported that the land line adapter for the remote monitor almost caught fire. The company representative reported soon after the adapter was connected it started to smell of smoke/chemical, and the adapter was hot when picked up. The adapter was returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: the monitor was returned. Analysis could not confirm the complaint. If information is provided in the future, a supplemental report will be issued.